Manufacturer narrative:
The complaint of leakage below burette could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that reportedly leaked an unspecified chemotherapy drug/infusate below the device's burette during a patient infusion. There was no obvious defects noted on the tubing set such as cracks or breaks with no holes, cuts, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no spillage. There was no drug exposure to the patient, nor to the staff. There was no human harm reported and there is no further information available.